Event description:
The customer had not yet used for meter and wanted to learn how to use it. Customer service had the customer run several control tests. All three test results were above the upper control limit. One result was 58 mg/dl above the upper limit. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement will be sent.